Event description:
The sales rep received a phone call from the user facility reporting that during an endoscopic grasping forceps broke during use, and a piece of the instrument was left in the pt. The sales rep is unaware if there was pt injury. Add'l info was requested by the sales rep. The risk mgmt rep from the user facility returned the sales rep phone call. The following was reported; the grasper was introduced through the trocar and when the gall bladder was grapsed it broke. By the risk mgr's description, the instrument was missing a hinge pin, an x-ray was performed and verified the presence and location of the missing piece. It was determined by the surgeon to leave the broken piece in the pt. No pt injury was reported. The instrument was approx two years old.